Event description:
Concern about suspected false positive results of cue health covid-19 test in family. Nobody (parent, child, grandparents) has symptoms, there were no known covid exposures, and no known history of covid. Family wears highquality masks everywhere, including outside, and disinfects/quarantines deliveries. No tests (antigen, other molecular, lab pcr) except for cue yielded positive result for any family member over the time period in question. Reporting here for person 3 (older adult), who does not go into public except to get gas. Test results: tested negative on cue late morning of sunday 2/18; tested negative on binax morning of sunday 2/25; tested positive on cue morning of wednesday 2/28, immediately tested negative on binax (antigen), and tested negative on lab pcr (walgreens) about 5 hours later; tested negative on cue morning of saturday 3/2; tested negative on metrix morning of monday 3/4; tested negative on cue evening of monday 3/4; tested negative on cue the night of tuesday 3/5; tested negative on cue the morning of thursday 3/7; tested negative on cue morning of friday 3/8; tested negative on cue morning of saturday 3/9; tested negative on cue morning of tuesday 3/12; tested negative on cue the morning of tuesday 3/12. Information on test results and timeline for other family members is available upon request. Family was distressed by cue test results given family members' high-risk status and small shared living space. Cartridges were stored in the home within acceptable temperature range. Cue health did not ask the family to mail in cartridges to assist with an investigation. Family member offered but hadn't received a response to that question as of 3/13. Cue would not comment on limit of detection relative to other tests. Media reports indicate that cue health recently launched cost reduction initiatives (e.g., laying off >30% of workforce).